Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: I've been reported that the air leak occurred due to the gap created at the valve (sponge), not the balloon breakage.

Event description:
Procedure: nephrectomy. According to the reporter, during the procedure, the balloon ruptured and air leaked. Another device was used to continue the procedure. No patient harm. The operating time was not extended. There was no tissue damage. Nothing fell into the cavity. No extensive bleeding was reported.

Manufacturer narrative:
(B)(4).